Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, despite a normal meal announcement and minimal activity; fingersticks and pump readings fell into the 60s and 50s, and the user self-treated with glucose gel, orange juice, and a peanut butter cracker under guidance until glucose rose to 94. Symptoms included diaphoresis, hot flashes/flushes, headache, nausea, and malaise. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.